Event description:
It was reported that the patient's right ventricular (rv) lead delivered an inappropriate shock due to over-sensed noise. The patient presented for a lead revision procedure. During the procedure, a fracture was noted on the rv lead. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of over-sensed noise and lead fracture were not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.